Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) regarding a patient receiving remodulin (unknown dose and concentration) via an implantable pump. It was reported there was a device malfunction where the expected volume was 1.3 ml whereas the actual was 11.0ml. The flow accuracy was noted to be not okay. There was no impact to the patient. There was no additional medical intervention required to prevent permanent injury or impairment. No assessment for product/therapy/procedure relatedness was performed. The patient's medical history included chest pain, non-specific (i.e. Musculoskeletal), dyspnea / shortness of breath - on exertion, edema, exercise intolerance, fatigue/weakness, nausea/vomiting, palpitations, congenital heart disease, pulmonary hypertension (ph), syncope, vasovagal, syncope, due to unknown etiology, valve dysfunction, pulmonary, asd repaired 1998, av nodal re-entrant tachycardia, premature atrial complexes, right bundle branch block, gastroesophageal disease (gerd), diarrhea, tah, 11-2010, right ovarian cyst, tubal ligations, bilateral leg pain, flushing, jaw pain (related to remodulin), c-section, endometriosis, seizure anxiet, sepsis, and hickman catheter line infection. The event date was (B)(6) 2021. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported there was no resolution for this particular incident and no action was taken. The cause of the event was being investigated. No further complications were reported/anticipated.